Event description:
It was reported to philips that the system was unable to produce x-rays, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the diagnostic procedure was completed by using another system. The philips remote service engineer (rse) inspected system remotely and confirmed that the system displayed an error message low load fluoro flavor selected to rotor problem. The review of system log files showed velara exception error. Upon troubleshooting, the philips field service engineer (fse) identified the tube cooling unit had leaked oil. To resolve the issue, the field service engineer (fse) replaced the tube cooler unit and performed the de-aeration procedure twice due to excessive air in the tubing. The defective part was returned for further analysis. The supplier's part analysis conclusively determined cause of cooling module failure was due to a leak at de-aerating hose crimp. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.